Event description:
Customer called stating that his elite meter was reading 20pts. Higher than his contour. Customer service offered to troubleshoot the contour. The check test was out of the 95-115mg/dl range with a result of 58. The customer did not have any control. Customer service explained the electronics did not seem to be functioning properly and a new meter was being sent. The customer called back a few days later because he noticed the decimal in his readings after changing the battery. Customer service verified the meter was set to mmol/l. The earlier result of 58 was actually 5.8mmol/l. The meter was working electronically. Customer service assisted the customer in changing the meter to mg/dl. The customer was able to perform a control test with control solution that had been sent. The results were within range. The customer stated that he had adjusted his insulin pump based on the readings. Customer service reminded the customer that a new meter was on its way.